Manufacturer narrative:
Concomitant medical products: product ID 8780, serial#: (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jun-2017, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative (rep) regarding a patient receiving baclofen 25 mcg/ml at 1.874 mcg/day and morphine 10 mg/ml at 0.75 mg/day for an unknown indication via an implantable pump. It was reported the patient was seen by a new physician on (B)(6) 2022 and stated their pain symptoms had been very well controlled with her original pump, but following a pump replacement on (B)(6) 2022 the pain had been poorly controlled. The physician had performed a catheter access study on (B)(6) 2022 and found the catheter to be non-patent. This resulted in a catheter revision being scheduled on (B)(6) 2022. During the revision the physician started by opening up the pump pocket and dissected out the pump and pump segment. At that time he again attempted to aspirate the catheter access port (cap) but still had negative return of csf. He then disconnected the pump and pump segment and placed them on a sterile field. Due to a concentration change, a black table prime initiated to clear the old drug from the internal tubing. At that time he had disconnected the pump segment, and noted that the pin in the collet had come out after he separated the pieces. The physician proceeded to slightly retract the catheter through the pump pocket. After doing so; free flow of csf was noted from the spinal segment. Because the pin was out of the collet, a new pump segment was given to the physician to reconnect to the spinal segment and pump. An 8780 kit was used to accomplish this. Once the new segment and existing pump were attached, the physician again aspirated from the cap and had ample return of csf. An x-ray was performed to confirm catheter tip placement which was at the t10/11 interspace. Patient medical history was asked but remains unknown. At the time of this report the issue had been resolved and the patients status was alive - no injury.